Event description:
A malfunction alarm, specifically an altitude alarm 21, was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, who had experienced this issue previously, was guided by customer technical support (cts) to replace the pump and revert to multiple daily injections (mdi) as a backup therapy. The pump was confirmed to be under warranty, and the customer was instructed on how to store and return the malfunctioning pump with a pre-paid shipping label.